Event description:
Device: lixelle s-25 (lot: bmp1932). Event date: july 2, 2025. From the first dialysis session with lixelle s-25, a marked trend of intradialytic hypotension was observed. The patient's systolic blood pressure, normally around 160 mmhg, dropped to 100-90 mmhg during treatment and, in the most severe episodes, fell into the 60 mmhg range. On some occasions, the patient also reported chest discomfort. Medication was administered as symptomatic treatment during these episodes. Despite these interventions, hypotensive episodes continued throughout the period of lixelle use. On (B)(6) 2025, at the patient's request and based on clinical judgment, lixelle therapy was discontinued. After discontinuation, the patient's blood pressure showed a gradual recovery trend. No device malfunction was identified. The site assessed a suspected causal relationship between lixelle and the hypotensive events. Outcome: recovered. MFR report #: 3002808904-2025-00032.

Manufacturer narrative:
The device was not returned for evaluation; therefore, physical analysis could not be performed. Based on the information provided, no device malfunction was identified. The root cause of the reported event could not be established. No corrective or removal actions were initiated.